Event description:
The manufacturer received information on a trilogy evo, alleging a failure to turn on. There was no serious patient harm or injury that occurred or was reported. The device was not reported to be in patient use. The trilogy evo was returned and evaluated by a third-party service center. During the evaluation of the device at the third-party service center, the error log was evaluated, and the following reportable error codes were observed: evt_internal_batt_failed means the internal li-ion battery is reporting a permanent failure. The device's internal battery needs replaced to address the issue. Evt_power_vbus_dropped means the v_bus dropped below 8.000v, all power sources depleted, a fault in last power source, or a power path circuit fault. The device's internal battery needs replaced to address the issue. Evt_motor_shutdown is a ventilator inoperative error for a generic motor failure event. The device's blower assembly needs replaced to address the issue. Evt_commsfail_power is a communications failure. The system board needs replaced to address the issue. Additionally, during evaluation of the error log, the following non-reportable error codes were observed: evt_detach_batt_failed means the detachable li-ion battery is reporting a permanent failure. The device's detachable battery needs replaced to address the issue. Evt_detach_batt_connected_depleted means the detachable li-ion battery is depleted, or detachable battery failed, or detachable battery cable and/or interface board failed. The device's detachable battery needs replaced to address the issue. Evt_motor_flux_magnitude_runtime means the motor flux measurement is either too high or too low when the motor is in the run state. The device's blower assembly needs replaced to address the issue. Evt_motor_rflux_debug means the event evt_motor_flux_magnitude_runtime is in the log and to refer to that event for more info. The device's blower assembly needs replaced to address the issue. Evt_cal_data alerts user to erase or write a calibration data table. The device's latest software version needs installed to address the issue. Evt_therapy_buzzer_fail and evt_power_buzzer_fail are failures of the buzzers, but the speaker is the primary alarm and still available. The system board needs replaced to address the issue. Evt_start_stop_latch_reset_stuck means there was a start/stop key latch failure. The system board needs replaced to address the issue. Evt_drift_debug means the sensor offset during drift calculation is too high. The system board needs replaced to address the issue. Also, evt_system_version_mismatch_ui is a ventilator inoperative condition that occurs due to inconsistent software versions. The service center will upgrade the software to address the issue. This information does not indicate a malfunction of the device, yet a result of the service being provided currently. It has been concluded that the trigger for this condition would not reoccur during use, which in turn could not have the possibility to cause harm injury to the user. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies.

Manufacturer narrative:
The reported failures are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number h285595195f80, did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.